Event description:
Additional information was received indicating that the superior-temporal decentration and mild phimosis was observed approximately two weeks after implantation of the iol in the patient's left eye (os). The iol exchange was performed approximately two weeks after the onset of problem. Approximately one-week post-exchange, a yag laser capsulotomy was performed. After this intervention, the iol was noted to be well centered, although there is still mild phimosis. According to the surgeon, the most likely cause of the event was a chronic inflammatory stimulus from the lens.

Manufacturer narrative:
Additional information: a2, a3a, b3, b5, b6, d1, d4, d6a, d9, g3, h2, h3, h4, h6 & h11. Product evaluation found the lens in one piece with both haptics attached. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the information provided, a root cause of this event could not be determined.

Event description:
It was reported that after implantation of an intraocular lens (iol), the surgeon noted superior decentration of the iol and capsular phimosis during slit lamp examination. The iol was successfully exchanged for a different power lens. Additional information was requested but not received. This is event #1 of 2. Ref#0001313525-2026-00003.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. As a serial number for the device was not provided, the associated device history record were not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, a root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.